Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a spinal surgery at t4-pelvis due to adult degenerative scoliosis. Postoperatively it was observed that the set screw was found to pop off the 8.5 x 80 screw. Malfunction happened at the pelvis. Cobalt rods were used and may have contributed to this failure because of which the patient was in pain and discomfort. Hence, a re-operation was performed to retrieve the set screw, place more pelvic screws and rods.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.